Event description:
New information notes that the lead had been explanted. Further information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the patient was stable during lead explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during an implant procedure with a right atrial lead that failed to capture. The connection was verified, but no capture, sensing, and impedance values were obtained. The lead was left in the body, and was deactivated via programming. Patient was stable.